Event description:
The customer reported via telephone call that the insulin pump had a blank screen. The blood glucose reading was 168 mg/dl. The customer reported no signs of physical damage and that the insulin pump had not been exposed to moisture. The customer reported that the battery cap contacts were not missing or damaged and that the compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and stated that the display did not return. The insulin pump alarmed for a reset error, the alarm was cleared and the screen went blank again. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.